Event description:
Reported issue: the same driver failed during 2 different resuscitations on 2 different patients: after the driver failed initially failed on one patient, it was tested on an artificial bone and worked perfectly. Thus, it was put back into use, but then failed again on another patient. In both cases, a replacement driver was available and io access was achieved with the replacement driver. There was no delay in treatment. Both patients were not harmed by the defect.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Associated report: 3011137372-2023-00074.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. Associated report: 3011137372-2023-00074.

Event description:
Reported issue: the same driver failed during 2 different resuscitations on 2 different patients: after the driver failed initially failed on one patient, it was tested on an artificial bone and worked perfectly. Thus, it was put back into use, but then failed again on another patient. In both cases, a replacement driver was available and io access was achieved with the replacement driver. There was no delay in treatment. Both patients were not harmed by the defect.